Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose reading of 301 mg/dl on the reported meter and a reading of 226 mg/dl on another meter within 30 minutes. The patient's testing technique was correct; no information was provided about the test strips condition. The patient did not report experiencing any symptoms or medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeing medical attention. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.